Manufacturer narrative:
(B)(4). This complaint was from a nurse who placed two bags on top of each other causing it to overprime. The complaint was not confirmed due to a lack of sample. The root cause was user error. This review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
A registered nurse (rn) contacted global technical services regarding an overprime that occurred on a home choice (hc) unit. The rn stated the patient line primed fine, but then some solution came out of the top. The technical service representative (tsr) asked if the nurse has two bags on top of the machine. The rn stated yes. The tsr explained the pa line primes by gravity only and was trying to prime the line to a height as high as the second bag on the machine. The rn understood and the home patient hp would start therapy when ready. Product surveillance contacted the hp regarding the reported problem. The hp stated that he is doing fine and continuing therapy without issues.